Manufacturer narrative:
Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was a failed pwa board. The pwa board was replaced. Upon further investigation, the downstream occlusion (dso) seal was found to be delaminated. The dso seal was replaced. Additionally, an air bubble was found in the upstream occlusion (uso) seal. The uso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump wont power on. Patient involvement unknown.